Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's ipg reached end of service before anticipated lifetime. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The reported observation of ipg battery being depleted before anticipated lifetime was not confirmed. The device had normal battery depletion at the time of the observation. The device had claimed eri at the time of the reported event but had not yet claimed eol. The artemis clinicians manual was used to calculate the device¿s longevity by determining the energy factor over the implant period. The estimated longevity would have been 3 years assuming 1000 ohm program impedances +/- .25-year per ¿ 90205144, for model 3662. The device provided 2.2 years with 0.25 years remaining, until eol is claimed, for a total of 2.45 years. Based on the available information the device provided 81.6% of the expected longevity and is considered to have normal battery depletion. The actual impedances are unknown as impedance logging was not enabled.